Event description:
It was reported that, during an ukr surgery, the laser weld of the pin driver failed: the driver tip and shaft have detached. The issue was resolved, without delay, by using a back-up device. The patient was not harmed.

Manufacturer narrative:
The device, was used for treatment but was not made available to the designated compliant unit for independent evaluation, however, visual inspection of a photograph of the pin driver provided by the site confirmed the pin driver laser weld failed and the driver tip and shaft were detached. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. The relationship of the device and the reported event has been established by review of the photograph. The broken pin driver was due to a mechanical component failure. Contributing factors were likely due to a design deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.